Event description:
A medtronic representative reported the screen on the fusion periodically goes black. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
A replacement computer has been sent to the site for issue resolution, as the monitor functioned properly when connected to another video source.